Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their lead explanted and replaced due to lead migration. Migration was resolved and effective stimulation was established post operatively.

Manufacturer narrative:
Correction: the lead was only repositioned not replaced as stated in the initial report.

Event description:
It was reported the patient had their lead repositioned on (B)(6) 2019 to address the issue.